Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer informed the tsc specialist that the chloride electrode had been replaced after the first discordant result (pid 1). The discordant result on the sample for pid 2 occurred with a new electrode. A siemens field service engineer (fse) was then dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse proactively disassembled and cleaned the ion selective electrode (ise) compartment and cleaned the waste area. The system was calibrated and quality controls were run, all of which were within range. The cause of the discordant, falsely elevated chloride results on two patient samples is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). Both samples were rerun on the same instrument and resulted lower. The first sample (pid 1) was also rerun on an alternate instrument, and also resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.